Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) had a note on it which said "please leave this in docking station to charge.". Customer states that it was not charging and they went to pick it up they realized it was hot to the touch and had a burning smell. The analyzer and rechargeable battery were replaced at no charge and returning for investigation. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that disposable lithium batteries in a red carrier were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident #: (B)(4) the investigation was completed on 15-aug-2022. The cause of the entire issue was determined to be the stuck pogo pin j5 (therm1). The signal j5 (therm1) did not sense the high temperature when the battery was overcharged. As such, it resulted in the fast charge not being terminated when it reached the maximum cut-off temperature. This led to the hot to touch condition reported by the customer, the rechargeable battery being deformed, the burned component d14 (the likely source of the burnt smell reported by the customer) and failure of the component q1 in the drc. The stuck pogo pins were also the cause of the inability to recharge the battery that was reported by the customer. Analyzer s/n (B)(6) functioned according to specification during failure analysis and did not become hot to the touch. A deficiency has been identified.